Event description:
The patient underwent bilateral mastectomies with immediate implants placed bilaterally. The left breast implant became infected to the extent that it had to be removed. The patient required re-admission, IV antibiotics for an extended period of time, explanation of the implant, and the implant cultured (+) for staphylococcus lugdunensis, which a pathogen uncommon for surgical site infections, unless related to an implant that has a biofilm adhered to it, like breast implants. FDA safety report ID # (B)(4).